Manufacturer narrative:
The device history review confirmed that the device met specifications when released. The device was not returned for analysis therefore visual as well as functional testing could not be peformed. Information available indicated that the coil delivery wire broke when removing the device from the dispenser hoop. Because it appeared to break from handling during unpacking without patient contact, it is likely that the delivery wire broke due to unpacking damage.

Event description:
It was reported that the pusher wire of the subject device broke at the distal end during removal from the dispenser hoop. The event occurred outside of the patient body. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the pusher wire of the subject device broke at the distal end during removal from the dispenser hoop. The event occurred outside of the patient body. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Correction: product available to stryker - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the delivery wire was kinked most likely due to handling of the device. The proximal contact was detached/separated and the main coil was stretched likely due to procedural factors limiting the device performance. No other anomalies were found. The reported event of the delivery wire break was not confirmed; the delivery wire was kinked but not break. The proximal contact (cathode) is a subcomponent located at the proximal end of the pusher wire that works in conjunction with the inzone to complete a circuit cycle during the detachment process. The proximal contact remains outside the patient at all times during the procedure and never comes in contact with the patient. An assignable cause of not confirmed has been assigned to the as reported coil delivery wire broken/fractured as the issue included a returned device review which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the pusher wire of the subject device broke at the distal end during removal from the dispenser hoop. The event occurred outside of the patient body. There were no reported clinical consequences to the patient.